Event description:
It was reported that the customer experienced elevated blood glucose levels (576 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer loads cold insulin into the cartridge. Customer used back up insulin therapy to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."